Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, depression, anxiety-product/procedure, chronic fatigue syndrome-ndr, dizziness-ndr, varied injuries-ndr.

Event description:
Patient representative reported left side "loss of volume in breasts, fatigue syndrome, listlessness, frequent dizziness, visual disturbance, depression, and anxiety associated with device recall." The events depression, anxiety associated with device recall, fatigue syndrome, frequent dizziness, listlessness, visual disturbance are not device related. Device remains implanted.

Event description:
Patient representative reported, ¿loss of volume in both breasts since 2017, which could be a sign of device rupture", ¿fatigue syndrome¿, ¿listlessness¿, ¿frequent dizziness¿, ¿visual disturbance¿, and ¿also suffers from depression and anxiety associated with device recall.¿ this related to the left side. The events depression, anxiety associated with device recall, fatigue syndrome, frequent dizziness, listlessness, visual disturbance are not device related. The device remains implanted.

Manufacturer narrative:
Aware date in parent record changed from 11/jul/2023 to 10/jul/2023.